Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated he had low insulin and had to change the battery on the insulin pump before it would let him change the reservoir. Customer stated that screen would not change. Customer's blood glucose at the time was around probably 400 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.